Manufacturer narrative:
(B)(4). Concomitant medical products: item # unk, stem, lot # unk, item # unk, shell, lot # unk, item # unk, liner, lot # unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05025, 0001825034 - 2018 - 05027, 0001825034 - 2018 - 05028.

Event description:
It was reported that approximately 6 weeks post implantation, the patient had presented with concerns for the surgical wound. There was some wound dehiscence, no significant drainage, no erythema. Patient wished to have wound revision. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Reported event was considered confirmed by review of surgical notes. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Review of operative notes confirm that the patient presented with small dehiscence to wound, free of drainage or redness. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.